Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. A getinge field service engineer (fse) inspected the unit and confirmed the fault code reported. The fse replaced the pneumatic interface module assembly (d997-00-1178). The unit passed all factory specifications performance and safety test. The unit was returned to the customer and was ready for clinical use. The following was performed by (B)(4), sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received part number 0997-00-1178 pneumatic module assy serial number: (B)(6), with a reported unit failure of leak in iab circuit. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part number 0997-00-1178, pneumatic module assy serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number (B)(6) revision g and the cardiosave service manual number 0070-00-0639 revision r. The fat department performed all manifold tests and did not detect any leakage. The pim also passed functional test and met the required acceptance criteria. Retaining the pneumatic module assy in the fat dept. Per procedure 0002-07-008 rev. Av.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had abnormal inflation waveform during use. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.